Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: catheter tip damage.

Manufacturer narrative:
Investigation summary: three photos and two samples were received by our quality team for evaluation. From the photos, needle pierced through catheter was observed. From the samples, one sample was observed with catheter damage and one sample was observed with the needle pierced through the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the returned samples, the needle pierced through catheter and the damaged catheter could be due to product manipulation. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. CAPA 590840 has been initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: catheter tip damage.